Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that there was an interruption in patient treatment while a smiths medical cadd cassette reservoir was in use. There was a "no disposable" alarm early to middle of the treatment and the patient had to go back to the facility. There was no patient injury.